Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The customer replaced a system reagent. An ise check, calibration, controls, and precision studies were successful. Precision was within specifications. The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The customer tried changing the ise reagents, but the issue still occurred. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. The customer provided data for five patient samples with discrepant ise results. Results from the following assays were affected: na electrode, k electrode, cl electrode. The customer stated they changed the electrodes early in the morning. Calibration and controls passed. Later in the morning, the customer started noticing high na results for patient samples. The customer tried re-calibrating, but calibration was not successful. The customer tried using patient serum to activate the electrodes, but calibration was still failing. The customer then repeated patient samples on a second analyzer. Initial test results: patient sample 1: na = 127 mmol/l, k = 3.6 mmol/l patient sample 2: na = 127 mmol/l patient sample 3: na = 127 mmol/l patient sample 4: na = 129 mmol/l patient sample 5: na = 125 mmol/l, cl = 94 mmol/l repeat results: patient sample 1: na = 140 mmol/l, k = 4.03 mmol/l patient sample 2: na = 139 mmol/l patient sample 3: na = 139 mmol/l patient sample 4: na = 141.4 mmol/l patient sample 5: na = 141.7 mmol/l, cl = 105.9 mmol/l the repeat values were deemed correct.